Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 27/mar/2023, fresenius became aware of this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) encountered drain complications, and suspected they had peritonitis. No further information was provided during intake. During follow-up, the patient¿s primary pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intravenous cefepime 1000 mg daily (duration not provided). The patient¿s preliminary peritoneal effluent culture result returned positive for pseudomonas stutzeri, and the patient¿s antibiotic was continued. The cause of the patient¿s peritonitis is unknown. The patient is recovering and remains hospitalized as the nephrologist and surgeon discuss whether to keep or remove the patient¿s pd catheter (not a fresenius product). Despite lacking causality, the pdrn stated the serious adverse events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). The pdrn reported the patient will continue to utilize the same liberty select cycler currently in her possession.

Event description:
On (B)(6) 2023, fresenius became aware of this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) encountered drain complications, and suspected they had peritonitis. No further information was provided during intake. During follow-up, the patient¿s primary pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intravenous cefepime 1000 mg daily (duration not provided). The patient¿s preliminary peritoneal effluent culture result returned positive for pseudomonas stutzeri, and the patient¿s antibiotic was continued. The cause of the patient¿s peritonitis is unknown. The patient is recovering and remains hospitalized as the nephrologist and surgeon discuss whether to keep or remove the patient¿s pd catheter (not a fresenius product). Despite lacking causality, the pdrn stated the serious adverse events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). The pdrn reported the patient will continue to utilize the same liberty select cycler currently in her possession.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set, and the adverse events of peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which warranted hospitalization and antibiotic. The etiology of peritonitis is unknown; therefore, causality cannot be established. However, the pdrn reported the serious adverse events experienced by the patient were unrelated to any fresenius device(s) and/or product(s). Those individuals undergoing pd therapy (manual or cycler based) are known to be at high risk for infections of the peritoneum. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused or contributed to the serious adverse events. Furthermore, there was no report indicating a fresenius product(s) and/or device(s) failed to meet user expectations and/or manufacturer specifications.